Event description:
When opening the sterile palindrome precision chronic catheter sport pack, the tech noticed a small hole in the packaging. The defective kit was removed, and a new sterile kit was obtained for the procedure.